Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. Replaced the cmos battery on the single board computer. The system was tested and found to be working as intended and placed back into service.

Event description:
It was reported that the 9800 system experiences intermittent fluoro. There was no report of patient injury.